Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received an unspecified high scan result compared to readings obtained on an unspecified device. Customer experienced symptoms of "could not notice what was happening around them" and was unable to self-treat. Customer was seen by an emergency doctor at home and treated with dextrose (orally) and food. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received an unspecified high scan result compared to readings obtained on an unspecified device. Customer experienced symptoms of "could not notice what was happening around them" and was unable to self-treat. Customer was seen by an emergency doctor at home and treated with dextrose (orally) and food. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The sensor data was analyzed and no abnormalities were observed. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.